Event description:
The customer reported the ventilator shut down and restarted while in use on a patient. The customer reported that there was no patient harm. The respironics service technician was not able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply to correct the problem. Final testing, including extended self testing (est), was completed and all tests passed per operating specifications.